Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly. Customer's blood glucose at time of incident was 11.6mmol/l. Customer stated when to deliver bolus and the screen goes blank. Customer checked alarm history and found weak battery, bad battery and no delivery alarm. Customer does have backup plan and agreed to replace pump.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No display anomaly or blank display and no low battery alarm noted during our testing noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.